Manufacturer narrative:
Cfn-(B)(4): (B)(4). One (1) sp8364 crocodile ta insert device was received for evaluation. Evaluation by the quality engineer and product engineer confirmed the reported failure. Visual examination revealed that the sp8364 d16 device jaw part was completely separated from the actuating rod. It was observed that the link that connects the jaw parts was stretched indicating the device was overstressed due to some type of handling issue (possible user clamped down with a twisting motion on something not intended for use or during re-processing). The root cause of this reported failure is most likely due mechanical overstress. A review of the device history record revealed no non-conformances. The device passed all acceptance criteria for release. Conclusion(s): customer ¿ mechanical overstress. The device was confirmed to be damaged due to some type of overstress applied to the device during handling / re-processing within customer's care. It has been recommended to review the products instructions for use, IFU 36-0151 for the device in particular the handling, processing, inspection and maintenance sections. Bd will continue to trend and monitor this reported issue and for this product family.

Event description:
The customer reported, during the month of (B)(6), a grasper jaw broke off inside a patient during a robotic procedure and they were able to retrieve it without any x-ray or additional medical procedures. The device was replaced and the procedure continued robotically with no patient injury. The patient was an adult male.